Manufacturer narrative:
H.6. Investigation: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that the malfunction of the instrument was a result of broken glass found inside the unit. Upon completion of the instrument repair, the unit was functioning according to specs. H3 other text : see h.10.

Event description:
It has been reported that one bd sedi-20 has been found experiencing a hardware malfunction and glass breakage during use. The following has been provided by the initial reporter: tube was broken in the machine, it was cleaned by lab staff, but one of measuring part does not work

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one bd sedi-20 has been found experiencing a hardware malfunction and glass breakage during use. The following has been provided by the initial reporter: tube was broken in the machine, it was cleaned by lab staff, but one of measuring part does not work.